Event description:
The ge oec 9800 fluoroscopy system would intermittently shut off during cases.

Manufacturer narrative:
A ge oec service representative investigated the issue and found a defective interconnect cable (during pm). The interconnect cable was removed and replaced. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no reported injury or negative effect to any patient as a result of this malfunction. The hospital was unable to, or would not provide any patient information relating to this issue.